Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact.

Event description:
It was reported that during a total thyroidectomy procedure, the surgeon used the device on the inferior thyroid artery. The artery initially sealed then re-opened shortly afterwards. The surgeon then tied off the artery and used diathermy. The surgeon proceeded to use the shear on further vessels and the same happened. The surgeon then stopped using the device and did not open another. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient. Additional information sought, but not yet received.

Manufacturer narrative:
(B)(4). Additional information received: was there an actual hemostatis /coagulation issue or did the device just not work, such as it stopped activating? It was a coagulation issue. The inferior thyroid artery at first sealed, and then proceeded to open back up again after using focus. If yes to hemostatis/coagulation issue, was there any blood loss? No significant blood loss. How much? N/a. Was a transfusion required? No. How was blood loss controlled? Describe how: artery was clipped. Was any medical intervention used? (Such as convert to open to control) no. Was the convert to open a direct result of the lack of coagulation? N/a. What was the size of the vessel or artery? 1.5mm. Did the patient have any pre-existing conditions, such as high blood pressure, that may have contributed to the artery re-opening? Unknown. Does the surgeon have any idea why the artery re-opened? No. An experienced focus user. Believes it to be faulty focus. What power setting was the generator on? 3 (min) 5 (max) minimum setting 3. Was the power level adjusted to achieve better hemostatis? No. Moved on to clip straight away.